Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported clot formation could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following a pulmonary vein isolation procedure, a small amount of blood clot-like material was observed on the proximal side of the catheter tip after removing the device from the patient. The catheter functioned as intended throughout the procedure with no contributing anomalies. The procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.